Event description:
It was reported that the cath lab tech (clt) stated that a 40cc fiberoptix sensor (fos) intra-aortic balloon (iab) was inserted via a sheath into this pt's femoral artery without difficulty. The pt had no calcifications noted during procedure. Within one hour of insertion and while pt was in post cath holding area prior to going to the operating room for CABG (coronary artery bypass graft) nurses noted "several alarms" (she could not be more specific). Upon inspection, the helium driveline tubing was noted to have blood in it and as a result, the iab was removed without incident. Pt then went to the operating room for CABG with "no further complication." No additional clinical info was available as the clt was not directly involved with this case. Another iab was not inserted because the pt was adequately supported without an iab. There was no reported pt death or injury. Medical/surgical intervention was not required. There was no reported delay or interruption in iabp therapy. There were no reported pt complications and the pt outcome is listed as "went to operating room for CABG." Additional info received on (B)(6) 2012 from hospital medwatch report stated the iab ruptured when the pt was going to the holding room. Md called. Activated coagulation time (act) was drawn and heparin drip discontinued (d/c'd). Iab pressure device applied.

Manufacturer narrative:
(B)(4). Follow-up will be filed if additional info becomes available.